Manufacturer narrative:
(B)(4). Investigation summary: no samples or photos were received from the customer for evaluation. 5 production lot in-house retention samples were submitted to the chemistry lab for testing. All results were within the specification limits of 2.67mg ¿ 4.84mg for catalog 367846. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the retention testing was within specification limits. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® edta 2k there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter: translated to english. The customer reported that sample clotting occurred. No tubes available. No further information reported at this time.